Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation, filter fracture and embedment. Additional information noted in the patient profile indicated that there was perforation of filter strut(s) outside of the ivc and into organs, migration of entire filter other than to heart, embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. The patient also reports right abdomen pain and constant worry of device fracture and migration. According to the medical records, the patient had a history of recurrent deep vein thrombosis (dvt), obesity and embolectomy, and protein c deficiency. The medical record indicated that the patient has a history of extensive dvt and pulmonary embolism and was treated with an ivc filter and venous stenting. The patient further indicated that the surgeon placed the ivc filter, treated the dvt, placed an iliac stent and attempted to retrieve the filter but it became entrapped in the right leg stents and was left in the proximal iliac vein. It is unclear from the records if the filter was placed at the same time as the venous stenting. Conflicting information in the file indicated that the filter may have been placed on or about one year prior to the stenting procedure. Approximately on or about ten years post implant the patient consulted with a physician regarding having the filter removed. During the consultation the patient reported swelling of feet, ankles or hands, nausea or vomiting and stomach pain, easy bruising and phlebitis. The patient¿s abdominal pain was evaluated for possible cholecystitis, but this was negative by ultrasound. The physician ordered a computed tomography scan to evaluate the filter and ultrasound of the legs. The scan revealed that the filter was in the right common iliac vein, the right external iliac vein stents were patent and there was no evidence of thrombosis. A venous ultrasound revealed no evidence for dvt. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. Blood clots and occlusive thrombosis within the filter and/or vasculature do not represent a device malfunction. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and pain or discomfort of the affected extremity. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Abdominal pain, nausea and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited and conflicting information available for review, it is not possible to determine a cause for the events. At this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile form (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, fracture, perforation of filter strut(s) outside of the ivc and into organs, migration of entire filter other than to heart, embedded in wall of the ivc, blood clots, clotting, and/or occlusion of the ivc, and device unable to be retrieved. No filter retrieval attempt has been documented. The patient also reports right abdomen pain and constant worry of device fracture and migration. According to the information provided in the medical records, the patient is reported to have had a history of recurrent deep vein thrombosis (dvt), obesity and embolectomy. The patient was also noted to have protein c deficiency. At some point after the filter implantation, the patient underwent an attempt to remove the filter; but it became entrapped in the right leg stent and was left in the proximal iliac vein. One year post implant, the patient is reported to have experienced an extensive right leg deep vein thrombosis (dvt) and right iliac stenting. At that time, the patient is reported to have had an entrapped filter in the proximal right iliac vein. The patient reported continued foot, ankles and hand swelling; along with nausea, vomiting and stomach pain. The patient further reported bruising easily, bleeding and phlebitis. The patient was noted to be on coumadin at the time of this visit. Diagnostic testing was ordered. The patient¿s abdominal pain had been evaluated for possible cholecystitis but this was negative by ultrasound. Eleven years post implant, the patient underwent a computerized tomography (CT) scan. This revealed that the filter was in the right common iliac vein. In addition, the right external iliac vein stents and no evidence of thrombosis. A venous ultrasound revealed atherosclerosis of the native artery of both lower extremities with intermittent claudication.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to inferior vena cava (ivc) perforation, filter fracture and embedment. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.